Event description:
During a procedure to recheck the patient's previously implanted coronary stents, the radiopaque tip of a jl4 4fr diagnostic catheter came off and lodged in the bottom of the patient's left foot. The tip dislodged as the catheter was being advanced up along the main guidewire from the groin to the abdominal area, prior to engaging the artery. The vessels were not calcified or tortuous" there was no resistance encountered during insertion into the sheath or while advancing. The device was reportedly intact when removed from the package. The patient is reported to be fine. There are no plans to attempt to retrieve the tip at this time.